Event description:
It was reported that the communicator showed a flashing red call doctor icon (rcd), remote monitoring was disabled due to limited battery capacity. The communicator only had the power cord plugged in. There was no active phone jack in the patient's room. A boston scientific company representative opted to send for the cellular adapter. The caller was referred to clinic to notify of the flashing rcd. No adverse patient effects were reported. The communicator and device remains in service.